Manufacturer narrative:
MFR 1220648-2026-06646 was discovered to be a duplicate of MFR 1220648-2026-06793 and will therefore be voided. All relevant information will be consolidated and updated under MFR 1220648-2026-06793 to ensure it reflects all available information. All additional documentation for this event will be completed and maintained within MFR 1220648-2026-06793.

Manufacturer narrative:
E1: the initial reporter's name and contact information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. A self-diagnosis went to error screen when the machine started up. Power could not be turned off and forced to shut it down.